Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xt (lot: 40829r1050) was chosen for implantation. During preparation, establishing the final arm angle failed. The clip opened to 70 degrees. Troubleshooting was performed but the issue persisted. A replacement device was used to complete the procedure.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xt (lot: 40829r1050) was chosen for implantation. During preparation, establishing the final arm angle failed. The clip opened to 70 degrees. Troubleshooting was performed but the issue persisted. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.